Event description:
It was reported that the patient underwent an intrauterine balloon ablation procedure in 2006. The catheter was primed at -200 mmhg and was inserted and pressure titrated up to 185 mmhg. When pressure stabilized, the heating cycle was started. The catheter was held in place during the heating cycle and at one minute into the heating cycle, pressure dramatically dropped and an error code appeared in the display screen, hysteroscopy was performed by surgeon, but vision was not clear. The surgeon then performed a laparoscopy and discovered the uterus to be ruptured posteriorly. The uterus was not retroverted. Some mild thermal damage to the bowel was visible, however no surgical intervention was required to repair the bowel. The surgeon performed an abdominal hysterectomy.

Manufacturer narrative:
Conclusion code: uterine perforation can occur with any procedure in which instrumentation of the cervix/uterus occurs. This could include d & c, uterine sounding, or hysteroscopy. In this case, the device performed exactly as it should, detecting the uterine perforation by an abrupt fall in pressure, thus aborting the procedure. This clearly is a technique issue rather than a device issue.